Event description:
The patient is pursuing a product liability claim arising out of the use of the continuum metasul acetabular system. It was reported that the patient was implanted a metasul head 36, (B)(6) 2014, size s/-3.5 on (B)(6) 2011. The patient was revised on (B)(6) 2011 due to loosening and metal toxicity.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4) .